Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that upon initial bootup the system displayed a black screen with a cursor and stated to hit escape. The system was restarted and it fixed the issue. There was no patient involvement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue . Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that upon initial bootup the system displayed a black screen with a cursor and stated to hit escape. The system was restarted and it fixed the issue. There was no patient involvement.